Manufacturer narrative:
FDA different manufacturer notification per-2023-0047457. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During the transseptal portion of an atrial fibrillation procedure, an effusion was noted on ice requiring a pericardiocentesis. The ablation catheter (tcse) was in the right atrium and a non abbott needle (baylis versacross transeptal kit) was used and difficulties were noted crossing the septum. A pericardiocentisis was performed which stabilized the patient. Gfe 04/19/2023: d1 45/55 sheath was used. No resistance was felt while maneuvering the catheter. 2 attempts to cross the septum was noted with ice guided. Ice images were subpar. Patient anatomy was not challenging, however, "3 af ablations prior provided a lot of scar tissue along fossa". There was difficulty imaging via ice. Location was thought to be decent. Effusion was noted post transseptal and versacross devices were still in patient when effusion was observed. Rf delivery was confirmed. No product available for return.